Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during proximal femoral nail antirotation (pfna) surgery, while drilling the guide wire 3.2 mm for blade, it went all the time too cranial in femoral neck. The surgeon inserted the guide wire freehand to assure placement in the correct location. The aiming arm was not used as there was concern the aiming arm would be bent. No additional information was reported. This report is for the unknown drill sleeve. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. This report is for the drill sleeve, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.